Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had had to change his battery three times today and his pump is still saying that there is no battery. He mentioned that every time he touches the battery cap, the pump turns off. He also mentioned that the pump received an unexpected restart alarm as well as another alarm. The customer¿s blood glucose is 120 mg/dl. After troubleshooting for the unexpected restart alarm, the alarm was cleared. The other alarm did not occur during the prime/rewind sequence. The customer stated that the self-test passed. The customer mentioned that he received a failed battery test alarm. After troubleshooting for the blank display, the display did not return. He was advised that the pump needed to be replaced, to discontinue use of the pump and to revert to a backup plan per his doctor¿s orders. The insulin pump is not being returned for analysis.